Manufacturer narrative:
Five photos were received by our quality team for evaluation. Upon visual inspection, it was observed that there were black particles and a small orange stain on the lidding; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the most probable root cause for the black specs was from the manufacturing process when the plastic was exposed to heat from friction on the machines. However, without a physical sample a full investigation could not be conducted. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
It was reported that there was particulate.

Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was particulate.